Event description:
It was reported that there was oversensing of noise leading to untreated stored events. The smartpass feature on the subcutaneous implantable cardioverter defibrillator (s-ICD) had been off for the last seven months due to low amplitude signals. Boston scientific technical services (ts) was consulted and discussed that the noise appeared to be due to myopotential and to bring the patient in for evaluation. The patient was brought into office and the sensing vector was reprogrammed along with smartpass being programmed back on. During the in office evaluation significant amount of noise was seen on all three sensing vectors when the patient moved around on the bed. It was noted by the patient that they felt a muscle pop or pulled on left side of the pectoral muscle a few weeks earlier when moving around on their bed. The field representative further noted the electrode felt low and not taught. Further review of stored episodes show untreated episodes with lower r-wave amplitude then previous. Ts suggested an x-ray to check for position of the products. At that time no further investigation was done by the clinic. Approximately four months later the patient presented with an inappropriate shock due to oversensing of noise and reduced r-wave amplitude causing oversensing of t-waves. Post shock the noise "dissipates". Ts again discussed that the noise appears to be related to myopotential or movement artifact and suggested x-rays. It was determined that at the time of the shock the patient was performing yoga stretches during dialysis and the clinic planned to bring the patient in for further review. Five months later it was found that the clinic reprogrammed the sensing vector. It was also noted that review of all the stored events for the s-ICD and electrode reveal that there was an additional inappropriate shock a year earlier and reprogramming to a different sensing vector occurred at that time. Ts was consulted and discussed that at this time evidence suggests that electrode integrity does not appear to be a cause of the noise. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient received another inappropriate shock due to oversensing of a wide complex. It was further noted that the shock impedance had decreased from 85 ohms to 53 ohms in four months time. Ts was consulted and suggested increasing the rate cut off along with obtaining a reference electrogram during exercise. Ts further suggested obtaining an x-ray due to the change in impedance measurements. The patient was brought in for testing and reprogramming of the shock zone occurred. The field representative noted that x-rays were taken at that time, however results were not shared and the patient was referred to an electrophysiologist for further troubleshooting and resolution. It was noted that the patient had not had a recent weight change. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Event description:
It was reported that there was oversensing of noise leading to untreated stored events. The smartpass feature on the subcutaneous implantable cardioverter defibrillator (s-ICD) had been off for the last seven months due to low amplitude signals. Boston scientific technical services (ts) was consulted and discussed that the noise appeared to be due to myopotential and to bring the patient in for evaluation. The patient was brought into office and the sensing vector was reprogrammed along with smartpass being programmed back on. During the in office evaluation significant amount of noise was seen on all three sensing vectors when the patient moved around on the bed. It was noted by the patient that they felt a muscle pop or pulled on left side of the pectoral muscle a few weeks earlier when moving around on their bed. The field representative further noted the electrode felt low and not taught. Further review of stored episodes show untreated episodes with lower r-wave amplitude then previous. Ts suggested an x-ray to check for position of the products. At that time no further investigation was done by the clinic. Approximately four months later the patient presented with an inappropriate shock due to oversensing of noise and reduced r-wave amplitude causing oversensing of t-waves. Post shock the noise disappates. Ts again discussed that the noise appears to be related to myopotential or movement artifact and suggested x-rays. It was determined that at the time of the shock the patient was performing yoga stretches during dialysis and the clinic planned to bring the patient in for further review. Five months later it was found that the clinic reprogrammed the sensing vector. It was also noted that review of all the stored events for the s-ICD and electrode reveal that there was an additional inappropriate shock a year earlier and reprogramming to a different sensing vector occurred at that time. Ts was consulted and discussed that at this time evidence suggests that electrode integrity does not appear to be a cause of the noise. The s-ICD and electrode remain in service and no adverse patient effects were reported.